Manufacturer narrative:
Qn#(B)(4). From the pictures provided it was not possible to be confirmed the failure mode reported as dented packaging - sterility compromised. It is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. The device history review for the product visistat 35w 6/box lot # 73b2200861 investigation did not show issues related to the complaint. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that on (B)(6)2022 ,the packaging was found dented during inspection. Involved 3 pcs.